Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received in a broken/fractured condition, part of the subject stent was in the hub/lumen of the microcatheter. The stent delivery wire (sdw) and introducer sheath were not returned. The proximal end and middle section were returned; the distal end was not returned. All 3 marker bands were present on the proximal end of the subject stent. The functional inspection was unable to be performed as the subject stent was returned in a deployed state. The as reported (ar) code 'stent broken/fractured during use' was confirmed during visual inspection. The remaining ar code 'stent difficult/unable to advance or pullback into catheter' could not be replicated as the stent was returned in a deployed and fractured condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'the subject stent was slowly advanced into the microcatheter. During the process of pushing the subject stent further into the microcatheter, the physician encountered significant resistance and was unable to advance it smoothly. An attempt was then made to withdraw the stent system, but it was found that the subject stent had fractured, with a portion of it becoming stuck in the microcatheter. Ultimately, the physician replaced the microcatheter and stent with new ones and successfully completed the procedure'. It was reported in the follow-up gfe replies that excessive force was not applied at any point while advancing the subject stent within the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. The proximal end of the subject stent, and what appears to be the middle section of the subject stent, were both returned. The distal end of the subject stent was not returned for analysis. In addition to being broken/fragmented, the subject stent was also noted to be deformed. The subject stent was present inside the hub and proximal lumen of the returned microcatheter and was no longer loaded on the stent delivery wire (sdw). The introducer sheath and the stent delivery wire (sdw) were not returned for analysis. Given the event description, the condition of the returned parts of the subject stent, and the location of the subject stent when it was returned, it is possible that the introducer sheath was initially set up correctly, as reported in the follow-up gfe responses, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in, as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the subject stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the subject stent through the microcatheter, resulting in damage to the subject stent and stent delivery wire (sdw). Upon realizing this through increased resistance, the user may then attempt to withdraw the subject stent. On this occasion, it appears that the subject stent fractured during the withdrawal efforts. This suggests that the subject stent was already significantly deformed while being advanced into the microcatheter and had become stuck in the microcatheter lumen. During the withdrawal efforts, and particularly if there is significant friction between the subject stent and the lumen of the microcatheter, the distal bumper of the stent delivery wire (sdw) (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the subject stent, leaving the subject stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. The as reported codes, 'stent broken/fractured during use' and 'stent difficult/unable to advance or pullback into catheter' as well as the as analyzed codes, 'stent broken/fractured during use', 'stent deformed', and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during the procedure, while pushing the subject stent further into the microcatheter, the physician encountered significant resistance and was unable to advance it smoothly. An attempt was then made to withdraw the stent system, but it was found that the subject stent had fractured, with a portion of it becoming stuck in the microcatheter. The physician replaced the microcatheter and subject stent with new ones and successfully completed the procedure with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, while pushing the subject stent further into the microcatheter, the physician encountered significant resistance and was unable to advance it smoothly. An attempt was then made to withdraw the stent system, but it was found that the subject stent had fractured, with a portion of it becoming stuck in the microcatheter. The physician replaced the microcatheter and subject stent with new ones and successfully completed the procedure with no clinical consequences to the patient.